Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and has two missing components. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was determined to be associated with the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by sales representative that a ball bearing was missing from the metal shim. No adverse event was has been reported as a result of this malfunction.

Event description:
From additional information received, it was reported that a ball bearing was missing from the metal shim post total knee arthroplasty.